Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported that the physician was using the w01800 on a pt for a declot procedure. At which time, the balloon disconnected from the actual catheter and became lodged in the pt's graft. Essentially the balloon fell off after pulling the clot towards the insertion sheath. When this occurred, the balloon malfunctioned and separated inside the pt requiring intervention to remove the balloon. Additional information received from the sales representative on 11/04/2009, stated the balloon was removed with a snare. Reference MDR #9680794-2009-00056 for second event involving same pt.